Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right ventricular (rv) lead the lead was unintentionally pushed during removal of the sheath and the rv lead dislocated. It was also reported the patient complained of chest pain and perforation was noted. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.